Event description:
Patient reported skin hypersensitivity to medical grade adhesives to the clinician. They proceeded to prepare the patient for the device application and over abraded the skin surface. As a result, the patient experienced skin irritation from the prep process. The clinician applied the device to the irritated skin to further propagate irritation contact dermatitis. See scanned page.